Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of 3rd party testing, the device evaluation, and the legal manufacturer¿s final investigation. The reported event was not confirmed, as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the gastrointestinal videoscope tested positive for 220 colony forming units (cfus) of flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the gastrointestinal videoscope tested positive for 220 colony forming units (cfus) of flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 4/18/2025.

Event description:
It was reported that, the gastrointestinal videoscope tested positive for 220 colony forming units (cfus) of flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.